Event description:
It was reported the customer was experiencing less cutting and more coagulation from the shears on level 5. The customer tried another disposable with the same result. They then tried another handpiece with the same resuilt. The surgeon switched to another system to complete the case. The generator was evaluated by the biomed dept after the case and there were no conclusive findings.